Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports his therapy is still not working right, and need to meet with manufacturer representative (rep) for adjustment. Patient reports device keeps going off, vibrating, electrocuting him, and ins is not keeping a charge since about a month ago. Patient states rep kyle did adjustment about a month ago and since then he is having issues. Reviewed information and recommended patient consult with healthcare provider (hcp).